Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 481 mg/dl. Customer treated with manual injection and no high blood glucose troubleshooting was performed. Customer also reported that infusion set had a bent cannula and they received a no delivery alarm. The customer stated that the insulin exited during fixed prime. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.